Event description:
It was reported that the ventricular lead exhibited low impedance and noise. During the explant procedure, an insulation breach was noted. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.